Event description:
Baxter (B)(4) received a report that an infusor had no flow during patient use. The device was filled with a solution of fluorouracil in sodium chloride. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Device evaluation: one infusor sample was received with approximately 50 ml of fluid in the bladder. Upon receipt, visual inspection of the sample showed no signs of blockage or abnormality in the delivery tubing or the bladder that could have caused the reported problem. After the luer cap was removed from the distal luer for a functional test, evidence of flow was immediately observed at the distal luer. Flow continued without stopping or difficulty. No signs of flow problem were observed from the sample during the functional test. No repairs were performed as this is a single use device and it will be discarded.